Event description:
It was reported that the patient with the pacemaker felt dizziness when she picked up something from the floor and returned upright. The healthcare professional does not believe the device being the reason the patient feeling dizzy. It was suspected that the device was exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services refuted the premature battery depletion allegation. The device battery is functioning normally. Additionally, there was oversensing noise on the right ventricular (rv) lead. It was suspected that the rv lead had an insulation issue and therefore the device was programmed to unipolar. There were no adverse patient effects reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with the pacemaker felt dizziness when she picked up something from the floor and returned upright. The healthcare professional does not believe the device being the reason the patient feeling dizzy. It was suspected that the device was exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services refuted the premature battery depletion allegation. The device battery is functioning normally. Additionally, there was oversensing noise on the right ventricular (rv) lead. It was suspected that the rv lead had an insulation issue and therefore the device was programmed to unipolar. There were no adverse patient effects reported. The device and rv lead remain in-service.